Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be faded, discolored and difficult to read. A test display was used for investigation and functioned properly during testing with no visible signs of fading or discoloration.